Event description:
It was reported that the patient passed away several days post-implant procedure. The cause of death was unknown; however, the physician did not allege that the patient's death was related to the device.